Manufacturer narrative:
(B)(6). A medtronic representative inspected the imaging system on-site. Reviewing the error logs show ps1 power supply was drifting when the system was used for a long period. Worked with radiologic technologists at site to change workflow when system is not used. They will turn it off when time allows between cases and they will use e-stop anytime the system is not in use. System passed all tests on checkout. A software investigation was also completed. It was determined that this was a hardware induced event. Per the on-site troubleshooting - it was determined that ps1 power supply was drifting. O-arm software was functioning as designed. No parts were replaced.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system image acquisition system (ias) was beeping. It was reported that after successfully taking an anteroposterior and lateral image, the ias began beeping. At this point the system was unable to acquire any additional images. The system was shut down and brought back up, which resolved the issue. The procedure was completed successfully using the imaging system after a delay of 5 minutes. The patient was not impacted.